Event description:
It was reported that a malfunction alarm occurred. Blood glucose (bg) level ranged from 115-354 mg/dl. Customer went to the emergency room (ER) to treat bg level. Reportedly, customer's healthcare provider provided dosing instructions for manual insulin injection therapy while customer was in ER, and bg was treated using manual injection. Customer left ER 2 hours later with bg level of 221 mg/dl and in stable condition. The customer reverted to manual injections for insulin therapy.